Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the healthcare provider (hcp) noticed on (B)(6) that the patient has fluid buildup at the implantable neurostimulator (ins) site. They took a sample and the lab came back with cerebrospinal fluid (csf), butno infection. The hcp has not had this experience before and wanted to consult with the manufacturer representative (rep). The rep met with the patient earlier today and there was no impedance issue. The rep suggested the physician call another neurosurgeon to consult. Ways that csf could have gotten to the pocket site was discussed. The rep mentioned stimloc but that is not likely the source since the issue there would have resulted in impedance issue. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the csf buildup at the neurostimulator site wasn't determined. The surgeon tapped the pocket to remove the fluid which resolved the issue at that time, but it was unknown if it continued to build up or not.